Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed per spec due to high readings.

Event description:
A customer reported via phone call indicating sensor alarms and a threshold suspend on their insulin pump. The patient's blood glucose was 147 mg/dl at the time of the call. The customer was educated on the proper site and insertion technique of the sensor to avoid any issues in the future. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer sent the sensor back for analysis.